Event description:
It was reported that the patient lost consciousness and received cardio-pulmonary resuscitation from a bystander due to electromagnetic interference on the device. The device remains in use and the patient will be monitored. No further patient complications have been reported as a result of this event.